Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Contact reported this event possibly contributed to the customer experiencing elevated blood glucose (bg) levels; however, no specific bg value was provided. Contact was able to load a new cartridge and advised against overfilling the cartridge with insulin. Contact acknowledged.